Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation image backed out occasionally. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure, without any indication of design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed no image during inspection prior to use. There were no reports of patient involvement.